Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (service code 204) has been confirmed. Upon investigation the electrode belt was unable to communicate with a monitor. The trunk cable connector j702 on the distribution node pca was broken. The root cause for the broken j702 component was unable to be positively identified. No adverse event resulted from the damaged belt. Device evaluation of monitor (B)(6) has been completed. The reported problem (won't power on) has been confirmed. Upon investigation the monitor was unable to power on. The cause for the resets was isolated to a shorted u1003 pld processor on the computer/analog board which then cause the f600 fuse to open. The root cause for the shorted u1003 pld processor and open f600 could not be positively identified. No adverse event resulted from the damaged monitor.

Event description:
A us distributor reported that a monitor displayed a service code 204 (belt/monitor unusable).